Event description:
Patient reported that her chemo infusor was close to completion and was not due for disconnect until the following afternoon. Patient was connected to continuous infusion of 5-fu chemo therapy via dosi-infusor. The infusor appeared to have completed 3/4 of infusion with approximately 18 to 20 hours before scheduled disconnect. Patient reported spending approximately 1 hour outside in the sun. Photos taken, notified md, discontinued infusion, port flushed and port needle d/c'd. Pt was stable with no signs or symptoms of adverse reaction.